Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a compressor issue and generated a device alert. The ventilator was not on a patient at the time of the event. A non-medtronic/covidien service provider replaced the air flow sensor to correct the device alert issue. Medtronic/covidien was not authorized to repair/service the device. Additional information has been requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.